Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.5cm in diameter abdominal aortic aneurysm. The proximal neck was 20 mm in diameter and 9 mm in length. The left common iliac artery was 10-13 mm in diameter and the right common iliac artery was 10-12-10 mm in diameter. The right external iliac artery measured 6 mm in diameter and the left external iliac artery measured 7.4 mm in diameter. It was reported that after implantation of the bifurcate, the patient had a proximal type I endoleak. The physician decided to implant an endurant cuff which resolved the endoleak. Nine months post index procedure, a proximal type I endoleak was observed coming from the endurant cuff. The physician intervened and used aptus screws to try and stop the endoleak however, the endoleak still remained. The physician then made the decision to implant another endurant cuff that covered the right renal artery and snorkeled the left renal artery however, endoleak remained. The patient was not a surgical candidate. The patient's anatomy was outside the IFU. Two days post secondary procedure the patient had renal failure. The patient is stable and is on dialysis. No additional clinical sequelae were reported and the patient is being monitored by their physician. Film review analysis: pre-implant films revealed a short, angulated, and calcified proximal neck. The neck diameter was 21mm at the renal artery, the neck length was less than 1cm, and was angulated approximately 90 degree. The maximum diameter of the aaa was 6.5cm, and the aneurysm sac contained thrombus. The distal aorta was 20 x 25mm and calcified, and both iliacs were also calcified. Films from 8 months post-implant revealed that the bifurcate/cuff was positioned just below the renals within the short/angulated proximal neck. The ipsilateral limb is within the left common iliac, and the contralateral limb within the right common iliac; the limbs cross within the distal aaa. The proximal stent graft od is approximately 24mm. There is a proximal type I endoleak. There is a bi-lobal aaa; the proximal aaa diameter is 3.5cm and the primary aaa max diameter is 6.4cm. Films from 9-months post implant revealed a proximal type I endoleak. The aortic cuff was positioned approximately 5mm above the bifurcate, just below the right renal artery. Aptus screws we re seen placed through the proximal stent grafts into the proximal neck. An endurant aortic was implanted covering the right renal, and the left renal was snorkeled. The cuff was placed approximately 5mm above the most proximal cuff. Final angio could not confirm if the proximal type I endoleak had resolved. The exact cause of the type I could not be determined. It is likely that the challenging proximal neck contributed.

Manufacturer narrative:
(B)(4). Conclusion: aortic neck length less than 1cm with approximately 90 degree angulation.